Manufacturer narrative:
Clinical code 4870 - aortic dissection: event was reported from the site as dsine. (Distal stent graft-induced new entry) impact code 4625 - additional surgery: treatment of this ae (adverse event) included reintervention, tevar( thoracic endovascular aneurysm repair) -implantation on (B)(6) 2022. The event was considered resolved on (B)(6) 2022 and the patient continued in the study. Medical device problem 2993 - adverse event without identified device or use problem. Component code 4755 - part/component/sub-assembly term not applicable. Type of investigation 4110 - trend analysis: four-year review was performed for thoraflex hybrid > medical event > dsine & nature of event: dsine, this gave an occurrence rate of (B)(4). Increasing trend was identified and further review is being performed with sme (subject matter experts) to identify any further required actions. 4111 - communication/interviews: awaiting further information from the site. 3331 - analysis of production records: still to be performed, results will be added to next report 4112 - analysis of information provided by user/third party: awaiting further information from the site 4117 - device not accessible for testing: device remains implanted . Investigation findings 3233 - results pending completion of investigation. Investigation conclusion 11 - conclusion not yet available.

Event description:
Event reported by thor - (B)(4). Patient (B)(6), a white male with aortic chronic dissection, experienced an event of dsine (distal stent graft induced new entry). The patient underwent an open surgical replacement of the aorta with a thoraflex hybrid plexus device on (B)(6) 2021. On post operative day 369 ((B)(6)2022), patient (B)(6) had an ae (adverse event) of dsine (on CT scan from (B)(6) 2022 was a dsine detectable). Treatment of this ae included reintervention, tevar (thoracic endovascular aortic repair) -implantation on (B)(6) 2022. The ae was considered resolved on (B)(6) 2022 and the patient continued in the study.